Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the piece of plastic breaking off in reservoir compartment . The customer blood glucose level was unknown at the time of incident. Customer stated that the insulin pump had failed battery alarm and insulin pump rejected new battery. Customer stated that their was scratches on casing and screen but that did not affect the ability to read screen and rewind seems slower when battery older. Customer stated that they did not want to troubleshooting for any issue. The insulin pump will not be returned for analysis.